Manufacturer narrative:
(B)(4). The device was returned. All available information was investigated and due to the returned condition of the device (clip deployed and not returned), the reported issues were not replicated in the testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. It should be noted that the mitraclip system instructions for use (IFU) states - establish final arm angle (efaa) and yurn the arm positioner to the ¿closed¿ side of the neutral position. During this procedure, the second efaa was not performed and the arm positioner was turned in the closed direction past neutral to full tight before bringing it back to neutral. The reported difficult or delayed activation was due to the reported improper or incorrect procedure or method as the IFU steps were skipped during the mitraclip procedure. The reported single leaflet device attachment (slda) was an outcome of procedural circumstance as the physician retracted the delivery catheter (dc) handle as part of troubleshooting steps which resulted the clip to come off from the posterior leaflet. The reported tissue damage and unchanged mitral regurgitation (mr) appears to be due to slda. The reported patient effects of tissue damage and unchanged mr are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficulty to deploy, single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 3-4. The first clip delivery system (cds) (cds0701-xtw, 00102u181) was advanced to the mitral valve and grasping was performed without issue. There was a good grasp in all typical views, and the clip was ready to be deployed. However, the deployment sequence was not followed exactly per the instruction for use (IFU). When the clip was attempted to be deployed, the mandrel did not separate from the clip. Fluoroscopy confirmed that the delivery catheter (dc) was coaxial to the clip. Troubleshooting was performed, but unsuccessful. Finally, the physician pulled back again on the dc handle and at that moment the clip tore off the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment).the mr worsened to greater than baseline and left atrial pressure increased. A second clip (cds0701-xt, 91205u152) was placed lateral to the slda clip for stabilization, and the mr was reduced. A third clip (cds0701-xt, 91205u112) was attempted to be placed lateral to the second clip, but each time the clip would close the posterior leaflet would fall out. It was thought because the leaflet had been torn with the slda. Imaging was difficult due to the anatomy. After approximately 10 grasps, the clip was moved more to the commissure and deployed without difficulty. It was noted that the mr was not significantly reduced. Consultation was made for mitral valve surgery; however, the patient previously stated that he did not want surgery. There was concern that due to the patient¿s change in hemodynamics that he would become more unstable if extubated; therefore, a fourth clip (cds0701-xt, 91205u113) was implanted between the second and third clips, at the location of the suspected tear. The mr and left atrial pressure were slightly improved. There was still significant jet between the clip but no more room to add clips. It was decided to use a septal occluder between the second and fourth clips which reduced mr to baseline of 3-4 and left atrial pressure returned to baseline as well. However, the pressure gradient increased to 6 mmhg due to implantation of the septal occluder. At this time, the heart team felt it would be safe to discontinue the procedure and discuss options such as surgery after the patient is extubated. The second clip stabilized the first clip, the additional clips were implanted to further reduce mr. No additional information was provided.